Manufacturer narrative:
The device was received and evaluated. A tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path, causing an insulin delivery failure. Corrosion and traces of liquid were found on the rail mechanism, catch beam and top battery. The corrosion was caused by tear form the unexposed portion of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 13.9 mmol/l (>250 mg/dl) while wearing the pod on the abdomen. As treatment, a new pod was applied.